Event description:
It was reported that the ilet pump¿s display screen was cracked, and the device was deemed nonfunctional; the user transitioned to multiple daily injections and then to an alternate pump while awaiting replacement. Symptoms included no reported adverse clinical effects and no reported blood glucose impact. Outcomes included continued glucose monitoring with an external cgm and successful continuation of therapy using backup methods without medical intervention or hospitalization. Investigation included review of user-reported damage, verification of shutdown procedures, data sync guidance, and arrangement for device replacement and device return. Investigation of this case revealed a damaged display component resulting in loss of device usability, consistent with a device damage malfunction localized to the screen assembly. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.